Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire orientation was incorrect with respect to the plastic tip. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event.